Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on atrial electrograms (egm) and the right ventricular (rv) lead exhibited an elevated short v-v interval count. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.